Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
On (B)(6) 2012, the reporter claimed that the patient was treated at the emergency room because, the reporter could not elevate the patient's blood glucose above 40 mg/dl. Reportedly at 3 pm, the patient's blood glucose went low. The patient ate carbohydrate but her blood glucose was not elevated. The patient was discharged from the hospital with a blood glucose reading of 150 mg/dl and is currently off of the insulin pump. During troubleshooting, the patient indicated the insulin pump record showed insulin she reportedly never took, 11.6 units at 6 pm and 12.6 units at 4 pm. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because, the patient allegedly had low blood glucose of 40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the bolus history indicated the two reported boluses from (B)(6) 2012. Two 10 unit boluses were programmed during investigation and both boluses were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. There were no unprogrammed boluses recorded during a 24 hour duration test. There were no hypersensitive keypad buttons found during investigation. Investigation revealed that the audio bolus button was detached. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).